Manufacturer narrative:
The impella device was returned for evaluation. Upon visual inspection, no abnormalities were observed, and the pump was run in a basin of water and a high motor current initially occurred. Upon restart, biomaterial kicked out of the pump and the pump operated to specification with an average flow of 5.2 l/min. Therefore, the cause of the low pump flow was ingested biomaterial. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a patient in acute myocardial infarction/cardiogenic shock was on an impella 5.0 for mechanical circulatory support. During support, the patient received an electrical shock due to fibrillation, and it was reported that the device was exhibiting suction alarms indicating low flow and no flow. An echocardiogram was performed and confirmed that the device was placed correctly. No further information is available.